Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4)- the dentist reported that 5 months after dental implant was installed in intraoral region #28, its non-osseointegration was observed. Forty-five ncm of primary stability was achieved. The patient presented bone type IV.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
(B)(4) - the dentist reported that 5 months after dental implant was installed in intraoral region #28, its non-osseointegration was observed. 45 ncm of primary stability was achieved. The patient presented bone type IV.